Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx frontier coronary drug eluting stent, stent dislodgement occurred during removal following failed delivery. The target lesion was located in the proximal circumflex (cx) artery which exhibited moderate tortuosity, severe calcification and heavy calcium present. The device was inspected prior to use and negative prep was performed with no issues noted. The lesion was pre-dilated. The device did pass through a previously-deployed stent. Resistance was encountered when advancing the device. When attempting to deliver the stent, it was only possible to push the stent half way into the target area. While trying to remove and pull back the stent into the 6f launcher guide catheter, the stent was stripped off the balloon and was stuck in between the previous deployed stent struts and the heavy calcified area. After several attempts using two types of snare devices, and by up sizing the launcher from a 6fr. To an 8fr, the dislodged stent was removed from the patient. During stent removal, the patient was put under anesthesia as the patient was moving around on the table and having unrelated pain. Following the procedure the patient was returned to holding for monitoring. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the patient had a previously deployed onyx frontier stent from another procedure. Resistance was noted during withdrawal of the device but no excessive force was used. The 6fr launcher did not contribute to the stent dislodgement. The previously implanted onyx frontier stent was believed to have contributed to the new onyx frontier stent dislodging from the balloon when trying to pull stent delivery system back into guide catheter. No issues were noted with the launcher devices used during the procedure. Image review: four procedural images were received for analysis. Images depict fluoroscopic images displayed on a computer monitor. First image appears to depict a dislodged stent captured on a snare. The remaining three images depict the target vessel in the proximal circumflex artery. Two additional images were also returned for analysis. The first image shows a non-medtronic snare. The second images is a blurry image of a possibly deformed and dislodged stent. Correction: annex a code a1502 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.